Event description:
On (B)(6) 2010, the patient reported that while returning the piston rod, his insulin infusion device made an odd noise. He stated, the piston rod rewound to the bottom of the cartridge chamber but did not come back up. His device then made an odd"d-d-d-d" noise before displaying an e10 (cartridge error). After about 10 attempts, his device completed the 'cartridge change' procedure. He stated, he changed his device battery today but the same thing occurred. The patient stated, his device has not been dropped or exposed to water or insulin. The patient was instructed to disconnect from his infusion headset and remove the cartridge. He did so and then rewound the piston rod before advancing it to the top of the cartridge chamber. No error or odd noise occurred. He reconnected to his headset and placed his device in run without further incident. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.